Manufacturer narrative:
(B)(6).

Event description:
The customer received questionable ise indirect gen.2 results from a cobas 8000 cobas ise module. The initial sodium result was 140 mmol/l and the repeat result was 120 mmol/l. The initial chloride result was 110 mmol/l and the repeat result was 150 mmol/l. The erroneous results were reported outside of the laboratory. There was no allegation of an adverse event. The electrode lot numbers and expiration dates were requested but were not provided. The fluid system was cleaned and ise check and calibration was performed. The investigation did not identify a product problem. The cause of the event could not be determined.